Manufacturer narrative:
Follow-up #1: date of submission: 01/21/2016. Device evaluation: the pump has been returned and evaluated by product analysis on 01/07/2016 with the following findings: a review of the black box data showed low battery alarms per normal use. No evidence of short battery life was observed. A visual inspection of the pump showed no damage to the battery compartment. No batter cap was returned with the pump; a test cap was used to complete investigation. The pump¿s current draws were found to be within specifications. The pump cover was opened and no internal defects were found. The complaint was not duplicated during testing. Unrelated to the complaint, the display was dim and discolored. Additionally, the pump case was cracked in the upper right hand corner of the display area.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life w/ damage) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.